Event description:
The nurse initially reported the vitrectomy probe would not work, and this delayed surgery for a few hours. The surgery was completed with a loaned instrument. Additional information received from the nurse on 10/19/2006 stated the operation had begun then the probe failed. The patient's eye was sutured, and she was moved to recovery for sixty to ninety minutes, until a replacement machine could be borrowed from another hospital to continue the operation. The patient was brought back for the lens implant and anterior vitrectomy. The nurse was not aware of any after affect to the patient. Additional information has been requested.

Manufacturer narrative:
A company service rep checked the system, replaced the pump and returned it for further investigation and root cause analysis. A questionnaire was sent, and the customer was contacted by phone on several occasions. The surgeon has not been available for follow-up to date.